Event description:
The patient had reached elective replacement indicator (eri) and on recent fluoroscopic evaluation was found to have exteriorized conductors on this recalled riata dual-coil defibrillator electrode (st. Jude medical). She was admitted for lead extraction reinsertion and implantable cardioverter defibrillator (ICD) generator replacement as this device had reached eri. The patient underwent: explant of ICD generator; laser lead extraction times 2, right.implant ddd ICD, left. Notes from the discharge summary: "bleeding was encountered from the extraction site and from the left subclavian vein and although this appeared to be adequately controlled by digital compression the patient's postoperative hemoglobin eroded. A new device was implanted on the right side with once again tortuosity in the venous system making new lead placement challenging but obtainable. There were satisfactory defibrillation thresholds recorded with a single-coil ICD lead implanted on this occasion." Postop, the patient required transfusion, and had transient modest hypotension, which prompted consultation with a nephrologist. After a period of 24 hours, the creatinine had returned to admission levels. The patient's hemoglobin remained stable, and she had no increasing symptoms of dyspnea. She was discharged home in stable condition.what was the original intended procedure?lead extraction reinsertion and ICD generator replacement.device #1is this a laboratory device or laboratory test?no.